Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the (B)(4), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the exact cause of the stenosis is unknown. It is possible that the patient¿s multiple comorbidities ( chf, cad, dialysis) contributed to the stenosis and dysfunction of the valve. A second valve was deployed correcting the stenosis. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
As reported by our clinical affiliates in (B)(6), a valve in valve was performed to treat re-stenosis three years and eight months post tavr procedure. Post tavr with a 23mm sapien xt valve, the discharge echo revealed the patient had no central or pv leak. At the next follow up visit the patient had mild central and pv leak. Approximately 3 years after the tavr, the patient suffered cardiac failure which was treated with medical therapy. The patient's valve was significantly re-stenosed which demonstrated decreasing valve area of 0.6-0.7 cm2 and increasing peak gradient of 65mmhg. The ef was 60%. Eight months later, a valve in valve was performed to treat the re-stenosis. The valve placement was successful; however a minor pseudoaneurysm was observed and treated conservatively.